Manufacturer narrative:
A tapered screw-vent implant (tsvmwb11) was returned with a cover screw for investigation. Visual inspection of the as returned product identified debris within the external threads of the implant. The internal hex of the implant was in good condition. Visual and dimensional comparison of the implant with the drawing using a caliper verified that the implant was consistent with the design. Functional testing to recreate the reported event could not be performed due to the nature of the event. Therefore, based on DHR and measurement analysis, the reported event is unconfirmed and device malfunction has not occurred. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Additionally, per the qc pre-sterilization audit for implants and components, all quantities inspected contained the correct part/lot number where their print content matched the drawing and all visible components were present per the router and packaging drawing. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: date of report: date of this report. Expiration date, UDI: (B)(4). PMA/510k: date received by manufacturer. Follow-up number if follow-up, what type: follow up type. Device evaluated by MFR: device evaluated by manufacturer: change "no" to "yes". Device manufacture date: device manufacture date. Evaluation codes. Additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional 510(k) number k101880.

Event description:
It was reported that they received 4.2mm diameter instead of 4.7mm (tsvmwb11).